Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had charge times of 18.9 seconds, however the ICD had not declared the elective replacement indicator (eri). Manual capacitor reformations resulted in charge times of 18.4 and 16.9 seconds. There was inquiry if the device could be replaced. Technical services discussed device behavior. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicator advisory.